Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, fluoroscopy was performed, and the right ventricular lead exhibited externalized conductors. The lead was otherwise electrically stable. No intervention was performed. The patient was stable.